Manufacturer narrative:
D3: mfg establishment name; ICU medical healthcare manufacturing s.a. De c.v. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient underwent total hip arthroplasty under combined spinal-epidural anesthesia due to avascular necrosis of the femoral head. A catheter was inserted into the left radial artery for pressure measurement. Blood leakage was discovered in the lead-ahead tubing of the pressure sensor and its accessories. Upon inspection, leakage was found at the connector. The pressure sensor and its accessories were immediately replaced, and the patient functioned normally. The surgery was successfully completed. The procedure did not increase the surgical risk. No patient harm was reported.